Event description:
Pt was undergoing a coronary angiogram/ptca for an acute mi. Pt fibrillated during procedure. Attempted to use defibrillation. When "charge" button depressed, unit charged to approx 130 watts (set @ 200), second attempt made with no change. Staff went to retrieve a different defibrillation. In the mean time, unit was turned "off", then "on" and functioned normally.